Manufacturer narrative:
This supplemental report is being submitted to report the withdrawal of MFR report #8010047-2020-10631 and correct the initial report. Olympus re-evaluated the event and confirmed that the malfunction reported in the initial report did not occur. The actual problem was broken angle wire which was not a reportable malfunction.

Manufacturer narrative:
The device has not been returned to olympus medical systems corp. (Omsc) but was returned to the service department of (B)(4) (oaz) for evaluation. In the evaluation of oaz the following was confirmed; bending angle did not meet specification. Bending return angle was not within specification. The angulation control knob couldn't lock properly and the angulation couldn't be locked. Bending tube was heavy when angled the bending section. Right/left angulation control knob was damaged. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus inspected the device at the service department of olympus (B)(4) (oaz) and found that the upward angle wire was cut and the angle wire became unable to move and the bending section kept angulated. There was no report of patient injury associated with this event.